Event description:
The manufacturer received information alleging a ventilator would not pass testing and calibration. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation that a trilogy ventilator would not pass testing and calibration. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board, system board, and alarm speakers were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and oxygen blending module board. The system board and oxygen blending module board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to complex programmable logic device (u30) being faulty. The oxygen blending module board was evaluated and was found to operate to design specifications.